Event description:
A (B)(6) male patient received a treatment with 3m espe vanish 5% sodium fluoride varnish; approximately 7-11 hours after treatment, the patient experienced swelling of his hips and gums. Patient was seen back at the clinic the day after treatment, where he was given 4 teaspoons of liquid benedryl. Patient was later admitted overnight to the hospital where he was treated with 3 injections of benedryl for symptoms of swelling and troubled breathing. Patient was discharged after 1 day, and is currently reported as fine.

Manufacturer narrative:
Method, results, conclusions: a sample of the product has been requested back from the reporting dental office and will be evaluated by the manufacturer upon its return. This product has been thoroughly evaluated for biocompatibility and found to be safe for its intended use. The role that the high blood pressure medication played in this case is unknown. The medical professionals at the hospital reported that the patient's symptoms could be related to taking the lisinopril, and as a precaution, took him off the medication. The 3m espe has received no other reports of such a reaction in patients taking lisinopril.